Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: biomedical technician e1a initial reporter: (B)(6).

Event description:
On 15th april 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the handle came off on its own during the procedure. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of d4 catalog #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d4 catalog # ard268300170a. Corrected d4 catalog # ard568330999. Previous d4 version of model # ard268300170a. Corrected d4 version of model # ard568330999. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the handle came off on its own during the procedure. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The provided information indicate that upon the event occurrence, the device was being used for diagnosis purposes. According to the information gathered, the issue was discovered during procedure. A root cause analysis was performed by subject matter experts, and it was established that the devon adapter detached from the light head. The results of the torque and tensile tests (report re10-127) shows that the handle can withstand a load of 100 n and comply with the iec standard 60601-2-41 ed 2. The detachment of the devon adapter was caused by a deterioration of the fixing holes, tearing the threads, due to excessive loads (> 100 n) applied on the handle. To prevent any incident the instruction for use mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections before use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).